Event description:
It was reported that during the cannulation procedure to start extracorporeal oxygenation support in veno-venous ECMO configuration, performed on (B)(6) 2026, during the introduction of the 0.038" metal guide through the white introducer of the avalone elite 31fr cannula, it was found impossible to progress beyond approximately 4 cm from the tip of the device. The guide encountered a clear mechanical "stop", which could not be overcome with standard maneuvers and without the application of excessive force. No forced attempts were made to avoid possible damage to the device or risks for the patient. Following the criticality, it was decided not to use the cannula in question and to proceed with an alternative implant using: crescent jugular dual lumen catheter size: 32fr. The procedure was therefore completed without further technical criticalities. In order to exclude a problem related to the revas kit guide, a new test was carried out using a second 0.038" guide (ab medica, ref k2agfj3381801a). The same critical issue occurred in this case as well: the guidewire stopped approximately 4 cm from the tip of the introducer, making progression impossible. The reproducibility of the problem with two different guides suggests a possible structural anomaly in the introducer lumen (e.g., narrowing, partial occlusion, or manufacturing defect). No harm to any person was reported. Since the failure was detected during insert (and the guidewire was already inserted to patient), and a replacement was required, the complaint is reportable. Complaint # (B)(4)

Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.